Event description:
Patient was revised to address loosening of the cup and stem, osteolysis, and pain. Update: (B)(4) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the cement. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Examination of the device was not possible as it was not returned. A search of the complaints databases finds no other reported events against the provided product and lot code combination. The investigation could draw no conclusion with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: evaluation, narrative. Examination of the reported product was not possible as it was not returned. A search of the complaints databases was not possible as the necessary product and lot code combination was not provided. The investigation could draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient was revised to address loosening of the cup and stem, osteolysis, and pain.